Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No cracks on the screen noted. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he has experienced unexplained low blood glucose of 37 mg/dl. The customer indicated that he was in a car accident during the unexplained low blood glucose and was admitted to the hospital. Troubleshooting found that the bolus history may have been incorrect and advised customer to monitor the history. The customer also indicated that there is a crack on the pump under the battery compartment. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.